Manufacturer narrative:
The device was returned to the manufacturer and subjected to inspection. The returned electric sealer/divider displayed no contaminants and passed all electrical function testing. The device passed its switch test, only triggering when the switch at the back of the handle was depressed. The device was run on the forcetriad generator without issue. No defect was found with the performance of the device. Unable to duplicate account complaint.

Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was reviewed and no discrepancies were found.

Event description:
It was reported that during a procedure the device kept activating and beeping without being triggered. No patient injury or consequence was reported.